Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform properly. A surgical procedure was performed two weeks later, and inspection revealed a crack in the pump connecting tube. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. No anomalies were found with the cylinders. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform properly. A surgical procedure was performed two weeks later, and inspection revealed a crack in the pump connecting tube. All components were removed and replaced. There were no patient complications.